Event description:
Unomedical reference no. (B)(4). Event occurred in the united states. It was reported that patient faced an issue with infusion set was kinked cannula, due to that occlusion occured. The issue occured after three hours of insertion. The insertion site was abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.